Event description:
It was reported that during insulin pump set up, insulin pump was stuck on prime screen and customer was not able to get out of the fill cannula screen. Trainer was advised to remove batteries for eleven minutes. Once pump came back up, date and time was set up and alarm history was checked. Alarm history showed signal too low alarm, spanish anomaly alarm and an unexpected restart alarm. Trainer and customer were advised that these alarms were due to customer removing and reinserting batteries for training. Customer's blood glucose was 321 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).